Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of short battery life but did show a call service 177 (low battery warning) alarm due to an unconfirmed call service 162 (no delivery, no prime) alarm for a twenty five minute period on 15-oct-2017. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. During testing, the pump successfully completed the ez-prime steps without any power issues, reboots, or call service alarms. The pump¿s electrical draws were tested and were found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board or continuous glucose monitoring module. The original complaint of a short battery life issue was unable to be duplicated during investigation. Unrelated to the original complaint, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.